Event description:
Adjustments to device parameters during programming session did not elicit a coughing response from the pt as it had in the past. Subsequent device diagnostic testing resulted in high lead impedance. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system; however, a recent increase in seizure activity above previous efficacy with the vns therapy was reported. It was reported that the pt's pre-vns seizure rate was 8/month, and that he had 6 seizures in the last month. It was reported that the pt's seizures were now closer together, and that during the last month, the pt experienced 2 status seizures, one of which resulted in hospitalization. There have been no recent changes to the pt's medication regimen. Additionally, the pt indicated that he no longer felt device stimulation. Review of x-rays by manufacturer revealed that the generator could be seen very clearly. The generator location seemed normal. It could not be assessed whether or not the lead connector pin was past the generator connector block, but the filter feedthroughts appeared to be intact. The visibility for the lead wasn't as high as for the generator, but the majority of the lead could still be seen clearly enough to assess that there were no discontinuities; however, there was a portion of the lead behind the generator so a lead break cannot be completely ruled out. A strain relief bend was noted, but no tie downs could be seen. The lead wires were intact at the connector pins, and there were no acute angles in the lead. The x-ray review was inconclusive in determining the cause of the reported events. Device malfunction is suspected. Revision surgery is likely.